Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) and this transvenous defibrillation lead exhibited decreasing pacing impedance measurements, down to 260 ohms. Some pacing impedance measurements were recorded at greater than 3000 ohms. It was also reported that the patient had experienced muscle stimulation in the pocket. A pocket revision was performed and revealed an insulation break in the lead. The lead was surgically abandoned, and the physician planned to extact the lead at a later date. The device remained implanted, with no leads attached.